Event description:
During prep it was noted that the rotator o-ring of a st600 12ml control syringe was not seated properly. Part of the o-ring was squashed into the threaded area of the rotator. No patient involvement was reported.